Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a gastric vein ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the four bands were adhesive and failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the component found all bands were present with six bands were moved out of their position and some bands were caught under the other bands. The ligator head teeth were bent and the suture was cut, likely to separate the device from the scope; therefore, it is note considered as an issue of the device. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause traced to component failure, since expected or random component failure without any design or manufacturing issue.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of stomach during a gastric vein ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the four bands were adhesive and failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.